Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's leads were being explanted due to infection. Upon removal of a lead, the titanium cuff inside the titan anchor separated from the silicone sleeve. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the lead model 377875 lot# v012670 found broken conductors. The proximal segment of the lead was ok and there were s etscrew marks in the correct location. The outer insulation and lead stylet coil were ok. 3 conductors were broken at the #4 electrode. Insulation was broken and torn under the electrode on the distal end. Circuits #0, #3 and #4 were open. There were no shorts bet ween circuits. Analysis of the lead model 3778-75 serial# (B)(4) found no anomaly. Setscrew marks were observed in the correct location. The lead conductors and lead stylet coil were ok. The lead insulation was pinched at the suspected anchor site. There were no shorts between circuits and continuity was acceptable. Analysis of the titan anchor found no significant anomalies, though the anchor was cosmetically cut. Analysis of the titan anchor found that the anchor had separated. The anchor was also cosmetically cut.

Event description:
Additional information received reported that the metal piece from the titan anchor did not remain in the patient. The patient outcome was "nothing significant to report".